Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has a implantable neurostimulator (ins) system implanted about 6 weeks ago. Now they feel pain around the ins area two or three times a day, mostly after walking for a bit. They also think that the ins shifted since they can feel a "bump" of sorts for some time but then bump and pain goes back to normal. Additionally they complain about a loss of (sexual) feeling around their genitalia. Patient was advised to make an appointment at the hospital as needed to check ins placement and maybe program adjustment. Patient will contact the clinic.